Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had failed battery test alarm multiple times. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test noted.